Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced damaged front/rear case, replaced corroded left/right iui. A review of the device history record showed, the device had a manufacture date of 10/20/2012. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to damaged/cracked front case assy w/ keypad 8015ls. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted, for the following parts replaced, that have an already existing CAPA. Ca-2018-0161, for iui damages.

Event description:
It was reported, that the device had an unknown issue. No patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had an unknown issue. No patient involvement.